Event description:
It was reported that the screen went blank and alarmed device failure 6. No patient injury was reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected device. Additionally, the device was examined onsite by dräger service. The analyses of the provided logfile revealed that the cockpit infinity c500 posted alarm messages concerning "device failure (6)" during the ventilation at the reported time. Furthermore, the alarm messages "airway pressure low" and "mv low" were posted. As per logfile the device stopped the gas delivery and performed a pressure release for spontaneous breathing, which corresponds to the failure of the gas dosage and mixture module. A cockpit screen failure cannot be confirmed based on the log file. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. It could be confirmed by logfile analyses that the m1.3 gas dosage and mixture module failed. The service technician identified a faulty m1.3 gas dosage and mixture module and replaced the part. The device reacted like specified posted accompanying alarm messages and opened the safety valve for spontaneous breathing. The dräger service technician tested the device according to the manufacturer's specifications without any deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen went blank and alarmed device failure 6. No patient injury was reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The device has no UDI as an UDI was not required at the time the device was manufactured.